Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, and prime tests. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The device had cracked reservoir tube and minor scratches on the lcd window.

Event description:
It was reported the insulin pump alarmed motor error. Customer was able to clear alarm and then it alarmed motor position encoder error. Customer's blood glucose was 5.4mmol/l. Customer stated she was trying to change her infusion set and prime it when alarm occurred. Most recent blood glucose was 6.4mmol/l. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.